Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a foreign healthcare professional (hcp) via a manufacturer representative regarding a patient receiving intrathecal morphine (unknown concentration) at 7,6 mg/day and levobupivacaine (concentration unknown) at 1,4 mg/day via an implantable pump. The indication for use was not reported. It was reported the pump was ¿blocked¿. Boluses were programmed to try to restart the pump. The boluses did not work, and the pump remained ¿blocked¿. It was further clarified that the term ¿blocked¿ was in reference to a motor stall. The pump was replaced. The issue was resolved. The patient's status was alive - no injury. The pump would be returned to the device manufacturer. The pump implant date was unknown. Information regarding the patient¿s age, weight, medical history, and other medications was unavailable. No further complications were reported.

Manufacturer narrative:
The returned device was subjected to a series of standard tests that include but is not limited to visual inspection, alarm output, motor function, and dispense testing. Destructive analysis identified residue in the motor gear train. Analysis identified wearing on the lower shaft of gear number one. Medtronic developed a design change to reduce motor shaft wear and received regulatory approval for the change. Medtronic began distributing pumps with this design change in (B)(4) 2017. If information is provided in the future, a supplemental report will be issued.